Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device recorded far-field r-wave oversensing on the presenting electrogram (egm). Further review was recommended. The crt-p remains in service. No adverse patient effects were reported.